Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a genesys hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed (B)(6) 2015. According to the complainant, during hysteroscopy phase, the machine was paused, the sheath was removed, and a dilatation and curettage (d&c) was performed. Post d&c, the hta procedure was resumed, the sheath was placed back into the patient's cervix and hysteroscopy was continued. During this time, visible fluid leak was noted from the patient's cervix and a second tenaculum was added. At the seal integrity phase, a fluid loss alarm was noticed and the seal was reinforced by repositioning the tenacula. The vaginal cavity was packed with raytecs and about eight minutes into the ablation phase of the procedure, the yellow fluid loss bar indicator started to creep up and fluid was seen dripping from the raytecs and a subsequent fluid loss alarm occurred. At this point, the physician decided to terminate the procedure. An examination of the patient&#38112;cervix noted hot water leakage. The cervix was cooled with cool saline. Cystoscopy was performed along with hysteroscopy and a rectal exam with no signs of injury to the bladder, urethra, or the rectum. It was reported that the patient sustained first degree burns to the vaginal introitus as well as inside the vaginal wall. The burns were treated with silvadene cream. The patient was advised to stay overnight for observation and was discharged the following day (B)(6) 2015. An additional attempt has been made to obtain follow up event details with no response from the clinician.

Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a genesys hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed (B)(6) 2015. According to the complainant, during hysteroscopy phase, the machine was paused, the sheath was removed, and a dilatation and curettage (d&c) was performed. Post d&c, the hta procedure was resumed, the sheath was placed back into the patient's cervix and hysteroscopy was continued. During this time, visible fluid leak was noted from the patient's cervix and a second tenaculum was added. At the seal integrity phase, a fluid loss alarm was noticed and the seal was reinforced by repositioning the tenacula. The vaginal cavity was packed with raytecs and about eight minutes into the ablation phase of the procedure, the yellow fluid loss bar indicator started to creep up and fluid was seen dripping from the raytecs and a subsequent fluid loss alarm occurred. At this point, the physician decided to terminate the procedure. An examination of the patient's cervix noted hot water leakage. The cervix was cooled with cool saline. Cystoscopy was performed along with hysteroscopy and a rectal exam with no signs of injury to the bladder, urethra, or the rectum. It was reported that the patient sustained first degree burns to the vaginal introitus as well as inside the vaginal wall. The burns were treated with silvadene cream. The patient was advised to stay overnight for observation and was discharged the following day (B)(6) 2015. An additional attempt has been made to obtain follow up event details with no response from the clinician. Additional information received on 16jun2016: skin redness around the vagina and labia after hta procedure.